Event description:
It was reported that on (B)(6) 2022 at 01:40:15, there were multiple low power hazards. On (B)(6) 2022 at 01:52:13, there was a no external power. The pump ran on the system controller's emergency backup battery until 03:35:57, then the pump stopped. The patient passed away. The cause of low power hazards and no external power was not identified as the patient was found down for unknown reasons and therefore unable to change the batteries or power sources to address the low power alarms. Their cause of death was unknown as no autopsy was performed. The patient's death was not considered to be device related as the device operated as expected. The pump was not returned for evaluation since it was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not conclusively be established through this evaluation. The controller event log file contained relevant events from (B)(6) 2022. On (B)(6) 2022, a low power advisory alarm progressed to a low power hazard, and ultimately to a no external power alarm when the external 14 volt batteries fully depleted. The system controller's internal backup battery appropriately powered the system until it also depleted, causing the pump to stop. The pump appeared to function as intended throughout the submitted log files. Hm3 lvas, serial number (B)(6), was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 08aug2020. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. Section 1 of this document lists potential adverse events, including death, that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of all pump parameters, including flow, and further explains that pump flow is a calculated value that is estimated based on pump power. Section 2 - the system controller's 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Section 2 - system controller battery power gauge: the battery power gauge shows the approximate charge status of the power source that is connected to the system controller¿s white and black power cables. If either the yellow diamond or the red battery illuminate, immediately replace the depleted batteries with a fully-charged pair, or switch to the power module or mobile power unit. Yellow diamond: less than 15 minutes of combined battery power remain. This is an advisory alarm. Red battery: less than 5 minutes of combined battery power remain. This is a hazard alarm. Section 3 - switching power sources: this section explains how to switch from battery power to the power module and mobile power unit (mpu). Section 6 - preparing for sleep: the patient must always connect to the power module or the mobile power unit for sleeping, or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms. The heartmate 3 lvas patient handbook (rev. D) is also available. This patient handbook contains the same warnings and steps that the patient should take when preparing for sleep. The alarms and troubleshooting section of the patient handbook details all system controller alarms and how to resolve them, including the low battery advisory and low battery hazard. Section 3 details how to check a battery's charge level, how to replace low batteries with fully-charged batteries, and how to switch power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.